Event description:
It was reported that an unspecified amount of bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "customer is complaining that the needles seem to be clogged, nothing comes out of the needle."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information: b5: describe event or problem: it was reported that 15 box with 100 needles of bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "customer is complaining that the needles seem to be clogged, nothing comes out of the needle."

Event description:
It was reported that 15 box with 100 needles of bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "customer is complaining that the needles seem to be clogged, nothing comes out of the needle."

Manufacturer narrative:
Photo received for investigation by our quality team. Upon visual evaluation, packaged needles are observed, unable to confirm incident based on photo. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Based on the team's investigation and maintenance records, possible root cause is associated with failure in the automatic inspection system. Vision system was replaced. H3 other text : see h10.

Event description:
It was reported that an unspecified amount of bd precisionglide¿ needles were clogged during use. The following information was provided by the initial reporter, translated from portuguese: "customer is complaining that the needles seem to be clogged, nothing comes out of the needle.".